Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient did not clean the pd area or wash their hands. The same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with fortum (dose and route not reported) for 3 days, amikin and meropenem (doses, frequencies and route not reported) for peritonitis. On an unreported date two to three days before the receipt of this report, the patient was switched to hemodialysis. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.